Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and was found to be making grinding noise due to a damaged straining ring. Therefore, the reported condition was confirmed. The assignable root cause was determined to be usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip surgery, it was discovered that the quick coupling device was making a grinding noise and was not working properly. The planned surgical procedure was delayed two minutes. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.